Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. E1: initial reporter email address - (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 01/19/2025, it was reported that the patient experienced inaccurate cgm values. The report was sent to dexcom by a nurse. The nurse stated that the days leading up to the event the cgm reading was in range. On (B)(6) 2025, the patient underwent surgery, and the pump was under control of an anesthesiologist. The morning of (B)(6) 2025, the patient experienced significant nausea, was thirsty, dehydrated, lightheaded, had a headache and was vomiting, and went to the emergency room. The cgm reading would have been in range, and the blood glucose reading was ¿56¿, understood as 56.0 mmol/l. Ketones were tested and were 15.0 mmol/l. The patient was diagnosed with diabetes ketoacidosis and received treatment with intravenous insulin, sodium chloride, potassium, and zofran. The pump was disconnected from the cgm device by the medical team. The patient would have experienced acute renal failure and a potassium shortage. An attachment was sent by the nurse which show that on january 19th, while the patient was experiencing symptoms, the cgm reading was in range. It also states that the blood glucose reading was 17.9 mmol/l on (B)(6) 2025, the cgm readings from that day are within range. This is in line with the reported inaccuracy of a cgm reading of 8.0 mmol/l and a blood glucose reading of 18.0 mmol/l. The patient was discharged on (B)(6) 2025. The patient would undergo renal testing in about 2 weeks, but no further information was reported this. There was no documentation of further medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms and was in range, which keystones were 15.0 mmol/l. The reported glucose values fall within the c zone of the parkes error grid during treatment between (B)(6) 2025. No additional patient or event information is available.